Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2011. It was reported the patient experienced heaviness in his left leg. The physician elected to explant the entire scs system. Follow-up on this matter indicated, the patient is doing well and his symptoms have resolved since the explant. The explanted products were discarded by the facility.